Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ with posterior leaflet tethering. The steerable guide catheter (sgc) was inserted; however, the shaft was observed bent, unable to be positioned. A cable break was suspected. Another sgc was used in replacement. Following, an ntw mitraclip was deployed, reducing mr to a grade of 1+. Shortly after deployment, the posterior leaflet was observed damage, causing the mr to increase back to grade 4+. The clip remained attached to both leaflets. As treatment, mitral valve surgery was performed.

Manufacturer narrative:
In this case, there was no functional testing that was needed for the returned device as there was no reported device malfunction associated with the cds. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury resulting in mitral valve insufficiency/regurgitation per the physician, is due to the implanted clip. Tissue injury/damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.